Event description:
Oversensing and noise (B)(6) 2021 03:00:09? Rv bipolar lead impedance 1501 ohms (B)(6) 2021 09:00:09? Rv bipolar leod impedance >3000 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).